Event description:
The patient reported that they had a hyoid suspension years ago and the suture lines are not intact. Also, the patient would like the mandibular screw removed, as the patient knicks himself when shaving.

Event description:
The patient had a hyoid suspension on (B)(6) 2021. The suspension lines broke and were replaced in a revision procedure on (B)(6) 2021. This revision procedure was not reported to the manufacturer until 10/23/2024. It was reported that the right screw was backing out and the patient nicks himself when shaving. The device was explanted on (B)(6) 2024.